Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A calibration and pairing test was performed with a known good transmitter and passed. A charge/boot test was performed and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. The probable cause could not be determined post-investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received, but does not reflect full investigation window. Confirmation of the complaint was undetermined. The probable cause could not be determined.